Event description:
On (B)(6) 2015, the patient was hospitalized for confusion due to a recent increase in the dose of baclofen (unspecified details). The patient was discharged on same day, the causality, interventions and final outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).